Manufacturer narrative:
Alleged failure: instrumedics eib jaylen harris aft insulation cracked, compromised, broke, or breached (failed insulscan). The failure alleged for "compromised insulation" in the complaint record was confirmed/duplicated during the product investigation due to scratched insulation. The probable root cause/s could be user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.